Event description:
Note: date of event is not known. A contour injection stent was being prepared for a stenting procedure. According to the complainant, after the pigtail suture was cut, upon attempting to insert, it was noted that the stent had torn. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.